Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 670mg/dl with low level of ketones. Reportedly, the customer believed the pump was the suspected cause of the elevated bg level. The customer attempted to resolve the issue by drinking liquids, and administering a manual injection. The customer went to the emergency room (ER) where intravenous fluids were administered to address the elevated bg. Subsequently, the customer was hospitalized where intravenous fluids, and a manual injection of insulin were administered to resolve the issue. Reportedly, the customer was released from the hospital on (B)(6) 2019 with no permanent damage, and the issue resolved. Although requested by tandem technical support, the customer declined to perform a system check and reported that pump began working as intended.